Event description:
Event verbatim [preferred term] the whole top of blister came off/ burning started immediately/ blister was not noticed until wrap was taken off/ product burnt a whole quarter circle size in skin/ she was in pain now [burns second degree] , there raw flesh/ it was a burn deep into the flesh [wound] , wearing a snug waistband/belt or similar or otherwise applied pressure over the area/ did not check skin under the product while wearing thermacare [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip, reported as thermacare heatwraps back pain therapy), device lot number j24906, expiration date oct2017, upc number (B)(4), via an unspecified route of administration from (B)(6) 2017 for back pain and ache. The patient medical history was not reported. Concomitant medications included calcium at two a day taking about a year and ongoing as she was old and did not want to fall and break bones, ascorbic acid, copper, retinol, tocopherol, zinc (areds) two gels a day (one in morning and one at night), has been taking for 10 years and ongoing for vitamins to be healthy. The patient previously used thermacare. The patient stated that she had back pain and aching in lower back. She had driven to (city name provided) that was 2 hours and when came back after five hours of having the wrap around her and when she had taken it off, the whole top of blister came off, now showing flesh on (B)(6) 2017. She noticed problem when she got home at 5 o'clock in the evening. Burning started immediately after the whole top of skin came off to exposed raw flesh. Blister was not noticed until wrap was taken off. It was a burn deep into the flesh. She was in pain now. She had the wrap on for five hours. Product burnt a whole quarter circle size in skin. Burns bad over raw flesh. She had to cover area with band aid to take a shower, it burned when water his it. It did not hurt no more that when she had to pull the wrap off. When she pull wrap off put neosporin on after using. She has not had any medical treatment and would go see doctor this week. She was not using the product right now. Not sure if she will use the product again. She has used product before. The patient also provided the following information: the patient was not currently under the care of a physician for any medical condition; classify skin tone as dark; denied have sensitive skin or abnormal skin conditions; the color of the box purchased was red box; only one product was remaining; previously used thermacare but unknown when last used; no same problem/symptom experienced during previous use; hasn't previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack); while wearing thermacare, check any of the following situations that may apply: I was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride); only wearing a top and sweat pants. Was in a car ride for 2hours, and then took product off after 5 hours. Product was attached to self with velcro; did not engage in exercise while using the product (for example, running, bicycling); did not check skin under the product while wearing thermacare, was on her back did feel anything until wrap was taken off; did read the usage instructions on thermacare before using the product. Seriousness criteria was selected as permanent impairment/damage of a body structure/function. The action taken for the product was permanently withdrawn on (B)(6) 2017. The outcome of the event the whole top of blister came off/ burning started immediately/ blister was not noticed until wrap was taken off/ product burnt a whole quarter circle size in skin/ she was in pain now and there raw flesh/ it was a burn deep into the flesh was not resolved. The outcome of the event wearing a snug waistband/belt or similar or otherwise applied pressure over the area/ did not check skin under the product while wearing thermacare was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of second degree burn, wound and device use error as described in this case are serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the events of second degree burn, wound and device use error as described in this case are serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] wearing a snug waistband/belt or similar or otherwise applied pressure over the area/ did not check skin under the product while wearing thermacare [intentional device misuse] , the whole top of blister came off/ burning started immediately/ blister was not noticed until wrap was taken off/ product burnt a whole quarter circle size in skin/ she was in pain now [burns second degree] , there raw flesh/ it was a burn deep into the flesh [wound]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 77-year-old (race redacted) female patient started to receive thermacare heatwrap (thermacare lower back & hip, reported as thermacare heatwraps back pain therapy), device lot number j24906, expiration date oct2017, upc number305733010037, via an unspecified route of administration from (B)(6) 2017 for back pain and ache. The patient's medical history was not reported. Concomitant medications included calcium at two a day taking about a year and ongoing as she was old and did not want to fall and break bones, ascorbic acid, copper, retinol, tocopherol, zinc (areds) two gels a day (one in morning and one at night), has been taking for 10 years and ongoing for vitamins to be healthy. The patient previously used thermacare. The patient stated that she had back pain and aching in lower back. She had driven to (city name provided) that was 2 hours and when came back after five hours of having the wrap around her and when she had taken it off, the whole top of blister came off, now showing flesh on (B)(6) 2017. She noticed problem when she got home at 5 o'clock in the evening. Burning started immediately after the whole top of skin came off to exposed raw flesh. Blister was not noticed until wrap was taken off. It was a burn deep into the flesh. She was in pain now. She had the wrap on for five hours. Product burnt a whole quarter circle size in skin. Burns bad over raw flesh. She had to cover area with band aid to take a shower, it burned when water his it. It did not hurt no more that when she had to pull the wrap off. When she pull wrap off put neosporin on after using. She has not had any medical treatment and would go see doctor this week. She was not using the product right now. Not sure if she will use the product again. She has used product before. The patient also provided the following information: the patient was not currently under the care of a physician for any medical condition; classify skin tone as dark; denied have sensitive skin or abnormal skin conditions; the color of the box purchased was red box; only one product was remaining; previously used thermacare but unknown when last used; no same problem/symptom experienced during previous use; hasn't previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack); while wearing thermacare, check any of the following situations that may apply: I was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride); only wearing a top and sweat pants. She was in a car ride for 2 hours, and then took product off after 5 hours. Product was attached to self with velcro; did not engage in exercise while using the product (for example, running, bicycling); did not check skin under the product while wearing thermacare, was on her back did feel anything until wrap was taken off; did read the usage instructions on thermacare before using the product. Seriousness criteria was selected as permanent impairment/damage of a body structure/function. The action taken for the product was permanently withdrawn on (B)(6) 2017. The outcome of the event the whole top of blister came off/ burning started immediately/ blister was not noticed until wrap was taken off/ product burnt a whole quarter circle size in skin/ she was in pain now and there raw flesh/ it was a burn deep into the flesh was not resolved. The outcome of the event wearing a snug waistband/belt or similar or otherwise applied pressure over the area/ did not check skin under the product while wearing thermacare was unknown. According to the product quality complaint group summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up attempts are completed. No further information is expected. Follow-up (24jul2017): follow-up attempts are completed. No further information is expected. Follow-up (13feb2020): new information received from the product quality complaint group included investigational results., comment: based on the information provided, the events of burns second degree, wound and intentional device misuse as described in this case are serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.